Event description:
In 2013 I had a left inguinal hernia repair. I have suffered with severe swelling and pain in the left groin area since the surgery. My surgeon used the ethicon prolene hernia system with plug to repair. On (B)(6) 2005, I had to have exploratory surgery to see what the problem was. My doctor who did the second surgery said the mesh had come undone on the ends and shrunk into a ball. His exact words "the biggest mess he had ever seen. The mesh had to be removed and repaired the old fashion way before mesh. Now I have severe swelling, nerve and scar tissue damage. The pain goes to the left testicle and if I am unable to stand the pain, I will have to remove the left testicle due to low blood flow to that area for my body. This mesh should not be allowed to be put in my human ever. Now I am disabled and on (B)(6), but I can not live off my income. Totally unable to work without severe swelling and pain. Totally forget sex, to a painful. Has anyone reported this problem before I would like to know. Please respond that my complaint is recorded and if there are any other people complaining with the same problem. Had to take antiinflammatory drug mobic for a long time along with cymbalta and butram 10 for pain. Problem with swelling and pain are worse now cause I can't take the mobic. Mobic was killing my kidneys. Need help please. Any info on this prolene hernia system will be appreciated.